Event description:
The customer contacted stryker to report that their device will not power on. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device will not power on. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker provided the customer with a quote for the repair. The customer was contacted numerous times for more details regarding acceptance of the quote, but there has been no response from the customer. The device has not been returned to stryker for evaluation. The reported issue could not be verified and a cause of the reported issue could not be determined. H3 other text: device not returned.